Event description:
It was reported the patient was in the hospital due to an infection at the ipg site. The patient had pain and a fever. It was reported a sample from the ipg pocket was aspirated and the patient was placed on oral antibiotics. Add'l follow up found the patient was placed on IV antibiotics while at the hospital, and the infection had improved. The patient was treated by an infectious disease specialist. Follow up identified the scs system was explanted. It was reported the culture was (B)(6).

Manufacturer narrative:
Eval, method- the device history and sterilization records were reviewed. Results- the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.